Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that a fiber optic intra-aortic balloon (iab) ruptured during therapy and blood was noted in the tubing. There was an internal communication error generated and a high pitched unspecified alarm reported after the communication error. The iab and iab pump were both replaced. There was no reported injury to the patient.

Event description:
It was reported that a fiber optic intra-aortic balloon (iab) ruptured during therapy and blood was noted in the tubing. There was an internal communication error generated and a high pitched unspecified alarm reported after the communication error. The iab and iab pump were both replaced. Additional information received via facility medwatch2300170000-2018-8019: it was reported that numerous x-rays were required for placement of the new catheter and that the patient required increased vasoactive drugs when this occurred.

Manufacturer narrative:
Additional information received from facility medwatch230017-2018-8019. The lot number was reported as 3000063948. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Complaint #(B)(4).